Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a laparoscopic appendectomy procedure, a week after procedure, the patient went to ER with pain. Upon inspection, it was noted by the surgeon there was a hole in the mid-staple line causing bowel contents to leak. The patient is in hospital under physician care. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4). What color load was used? Unknown. How inflamed was the tissue? Unknown. Did the patient have other co-morbid conditions? No. Can you provide pathology showing severity of disease and health of proximal margin? No. Scheduled or emergency? Unknown. How many firing? Two. Was the hole at the cecum, provide specific location? I was told in the middle of the staple line. What firing occurred before and after? Nothing noted. Does the surgeon wait 15secs prior to firing? Unknown. How did the patient present when returned to the ER? Ill with fever. How was the leak determined? Visual inspection. What did the staple form look like at the reoperation? Unknown. Was the reoperation open or laparoscopic? Lap. What was performed to correct the hole? Unknown. How is the patient currently? Unknown. Is the patient expected to have a full recovery? Yes. Patients age, sex and weight? Unknown. I provided all the information I was given by the doctor.